Event description:
It was reported that the filter was tilted. The patient had two greenfield vena cava filters implanted in their inferior vena cava (ivc) 1998. In 2019 a CT of the abdomen without contrast was performed to assess the filter. It was observed there is a suprarenal ivc filter in place with right lateral tilt of 13 degrees. The apex of the filter touches the right lateral wall of the ivc. There is no evidence of filter strut fracture/bending or organ perforation. There is also an infrarenal ivc filter with apex dorsal tilt of 18 degrees. The apex of the filter touches the posterior wall of the ivc. The filter struts extend beyond the walls of the ivc by up to 8 mm but there is no evidence of filter strut fracture/bending or organ perforation. No further complications were reported.